Event description:
**Update** (B)(4) 2013-sales rep reported patient underwent right hip revision. There is no new additional information that would affect the outcome of the investigation.

Event description:
Litigation alleges that the patient suffered physical injuries, pain, disfigurement, and excessive levels of chromium and cobalt.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: some mild amount of osteolysis around the greater trochanteric area; scar tissue; no bone attached to the cup; posterior capsule showed metal and metal wear. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.